Manufacturer narrative:
(B)(4). The carefusion technical support specialist in conjunction with the customer identified faulty user interface module as the most likely cause in this alleged event. The customer was shipped a replacement user interface module to repair the device and return it back into service. The alleged faulty user interface module was received by carefusion on january 26, 2015, routed to the carefusion failure analysis lab and staged for eval. Based on the current info, this is a known issue with the vintage of this user interface module. Carefusion was initiated an internal corrective action request through our corrective and preventative action system to address this issue. Should the failure analysis lab eval reveal that the failure of this user interface module is not associated with the known issue, a f/u medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep (s). No pt involvement uim is blank and the leds are actually lit, just no screen visibility.